Manufacturer narrative:
The ventilator is the custody of police. The device will not be returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer's analysis results are based on review of the ventilator's downloaded event logs. On the reported day of the event, (B)(6) 2018, ac power was disconnected from the device at 01:20:30 local time. The device began operating on detachable battery power at this time. The detachable battery depleted at 03:28:18 local time and the ventilator began operating on internal battery power. The ventilator sounded a medium priority alarm at 04:47:51 local time indicating the internal battery was depleting. At 05:03:39 local time, the device sounded a high priority alarm indicating the internal battery was nearly depleted. The ventilator powered off at 05:17:21 local time due to depleted batteries. The ventilator was not powered on again until 05:59:21 local time. None of the alarms appear to have been acknowledged as evidenced by no logged alarm silence/reset key presses. The manufacturer concludes the ventilator operated and alarmed as designed.